Event description:
It was reported that the lead extension would not insert into the ipg's header block. Technical services recommended to turn the lead 15 degrees and then re-insert it. It was also recommended to loosen the set screws and then try to re-insert it. Replacing the ipg and using sterile water to lubricate the lead was also recommended. The mdt rep confirmed that a new ipg was opened and it worked. No complications were reported.